Event description:
It was reported and confirmed via telemetry that a critical alarm occurred due to "zero ml reservoir volume" being reached. A low reservoir alarm date also occurred and was noted on (B)(6) 2012. The empty reservoir alarm date occurred on (B)(6) 2012. It was indicated that the patient was asymptomatic and in the last two weeks was visited by home health care. It was also noted that the patient had missed refills in the past as a result of an "unreliable/non-compliant" caregiver/family. It was noted that there w ere some financial issues. It was stated that they did "not have faith in the drug infusion system" and wanted the pump explanted. The outcome of the patient was not provided. The drugs delivered via pump were saline and gabalon. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8590-1, lot# n275592, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).